Event description:
Healthcare professional reported right side "seroma" healthcare professional later reported "calcifications" and "slightly lobulated contours." Device remains implanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, calcification, slightly lobulated contours.

Event description:
The device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: yellow particles on the surface of the shell. Deformation. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.